Event description:
It was reported that the customer had a partial display on the insulin pump. Customer used an energizer battery and stored them correctly. Pump was not bumped or dropped. Anomaly persisted after a battery change. Pump had missing segments. Insulin pump will need to be replaced. Customer was asked to return the pump for analysis. No further details given.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with missing segments due to cracked lcd zebra connector. The insulin pump had minor scratched lcd window, scratched reservoir tube window, cracked battery tube threads, cracked reservoir tube lip and missing the end cap sticker.